Manufacturer narrative:
(B)(4): the customer reported having a red x and that the screen flickers after powering down. On (B)(4) 2011, the device was evaluated at the philips (B)(4) repair bench. The symptom was clarified as the display flickering while powered up when switching menu options. This new information made this a reportable malfunction, since the flickering occurred while the device was powered on. The issue was resolved by replacing the lcd display and processor pca. The device passed all post-service testing. Since multiple parts were replaced, we cannot determine the exact cause of the malfunction.

Event description:
The customer reported having a red x and that the screen flickers after powering down. On (B)(6) 2011, the device was evaluated at the philips canadian repair bench. The symptom was clarified as the display flickering while powered up when switching menu options. This new information made this a reportable malfunction, since the flickering occurred while the device was powered on.